Event description:
A malfunction alarm was reported, identified by a code that was resettable. The malfunction did not cause the customer's blood glucose level to exceed 500 mg/dl, and it was within the normal range. Technical support provided instructions to reset the pump, and after the reset, the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue reappears.